Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "guide wire got kinked during insertion procedure". No patient harm was reported. The device was replaced and a second attempt at procedure was successful. The patient's condition is reported as fine.

Event description:
It was reported that "guide wire got kinked during insertion procedure". No patient harm was reported. The device was replaced and a second attempt at procedure was successful. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly, one cvc catheter, and a lidstock for analysis. Signs-of-use in the form of biological material was observed inside the guide wire tubing. Visual analysis revealed that the guide wire was contained two kinks towards the distal tip, and one long continuous bend near the proximal end. Microscopic examination confirmed the kinks/bends and revealed that the distal and proximal welds were spherical and intact. No other defects or anomalies were observed. The kinks in the guide wire measured 30mm and 40mm from the distal end. The guide wire length measured 457mm, which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned catheter. Little to no resistance was encountered. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained two major kinks and one long continuous bend. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.